Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after the insertion of farawave into the faradrive lots of air bubbles were visible in the sheath. The air bubbles continued to appear even after multiple aspiration. No air bubbles were seen before the insertion of the farawave catheter. Damage valve was suspected. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported that air bubbles were visible in the flushing line of the sheath. A pressure bag was used for irrigation and no fluid leak was observed. The sheath leaked air during the first insertion.